Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2014; 5076 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on both the right atrial (ra) and right ventricular (rv) lead. The rv lead was also indicated to have a decrease in pacing impedance. Outer insulation damage was suspected. Reprogramming was performed to turn off all high voltage therapies. The leads remain in use. No patient complications have been reported as a result of this event.